Event description:
It was reported that customer experienced malfunction on insulin pump, but no details were provided and blood glucose value was unknown. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken by the customer or technical support, and device was not planned for return.